Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the handle broke, and a hemostat was used to pull on the loose wire in order to release the clip from the catheter. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found that the control wire detached from the handle, and the spring and clip assembly were not returned with the device. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the handle broke, and a hemostat was used to pull on the loose wire in order to release the clip from the catheter. The procedure was completed at this time. There were no patient complications reported as a result of this event.